Manufacturer narrative:
The impella rp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting post triple coronary artery bypass procedure. The decision was made to insert an impella rp in response to patient's decreased hemodynamics while recovering in the cvicu. During the attempted delivery of the impella, the 23 fr introducer became "severely kinked" midway up the device. The pump was attempted for delivery, but despite multiple attempts, could not successfully place the device past the patient's tricuspid heart valve. The pump was removed, however, surgical removal of the introducer was requested as the physician did not feel comfortable doing so. The surgeon was called and successfully removed the introducer and closed the access site, however, a perforation in the patient's vein was noted as a result of the kink.

Manufacturer narrative:
The introducer was returned. A physical analysis confirmed multiple kinks in the introducer. The cause of the "severely kinked" introducer was related to the patient's condition and improper technique by the user.